Event description:
Patient presented to the physician with components causing pain at the chest pocket while performing chest workout activities. Physician brought the patient into the operating room and removed the ipg and sensing lead.